Manufacturer narrative:
Method: the product has been evaluated by the customer. Manufacturer's investigation is still ongoing; if add'l info is received, a follow-up report will be submitted.

Event description:
It was reported that the foot end lift motor had lost power due to the power cable being cut on the bent sharp foot cover which also caused the cpu to short out. No pt involvement or adverse consequences reported.